Manufacturer narrative:
(B)(6). (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A microscopic visual inspection was conducted. A burr was noticed on the distal tip of the endoscope. Burr was pointed and sharp. A mechanical evaluation was conducted. A reference dissection tip was thread onto the reported endoscope until the proximal edge of the dissection tip lines up with the indicator band of the endoscope shaft with no difficulties. No nonconformities were observed in interfacing the endoscope with the dissection tip. Based on the return condition of the device, we are able to confirm the reported failure "mechanical issue".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope s/n (B)(4) had a burr on the end of the scope which was interfering with the application of the dissection tip (bullet tip). The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope s/n (B)(4) had a burr on the end of the scope which was interfering with the application of the dissection tip (bullet tip). The hospital did not report any patient effects.